Event description:
It was reported that a patient underwent a cystocele repair and a sling procedure on (B)(6) 2012 and mesh was implanted. The patient presented to the emergency room on (B)(6) 2012 with complaints of bleeding. The emergency room discovered that a suture holding the vsd in place had come loose and caused the bleeding. No signs of erosion were noted and the patient was discharged home. The patient had several normal follow up visits and then, the patient was seen recently because, something was bulging out of her vagina. The surgeon discovered that there is visible mesh coming through the vaginal wall. The surgeon recommends that the patient have a second surgery to remove the mesh. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02032. The same patient is represented in each medwatch.